Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair with 7 fast-fix, after the first activation (t1) the device released the two implants (t1& t2) and the threads, not finishing the meniscus suture. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported. Patient's health condition is stable.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated. H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. . No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a meniscus repair, after the first activation (t1) of the fast-fix 360, the device released the two implants (t1& t2) and the threads, not finishing the meniscus suture. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported. Patient's health condition is stable.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed the device was not returned in it's original packaging. The t's and suture were not returned. The needle/overlay are bent. The depth straw is damaged. The actuator is in the pre-t2 position. A functional evaluation showed it cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. No containment or corrective actions are recommended at this time. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device and inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.